Event description:
It was reported during the lead replacement surgery on (B)(6) 2026 the second lead was found to be tangled around the anchor site. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.